Manufacturer narrative:
Age/date of birth: age at surgery, mos, median (range): bilateral cataract 4 (0.7-23), unilateral cataract 7 (0.5-23). Patient weight: unknown/not provided. Ethnicity: missing (bilateral cataract / unilateral cataract): 3 / 2, white british/irish (bilateral cataract / unilateral cataract) 36 (63%) / 37 (77%). Date of event: exact dates not provided, article acceptance date is february 27, 2020. Model number: the exact model is unknown as product serial number was not provided. Serial number : unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, there is no indication that the lens was explanted. Manufacturer date is unknown as product serial number was not provided. (B)(4). Citation: solebo, a. L., phd, frcophth, rahi, j. S., phd, frcophth, visual axis opacity after intraocular lens implantation in children in the first 2 years of life: findings from the iolunder2 cohort study. Ophthalmology. September 2020;127(9):pp.1220-1226. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: visual axis opacity after intraocular lens implantation in children in the first 2 years of life. A prospective, observational, longitudinal study was done to describe the predictors of visual axis opacity (vao) after primary intraocular lens (iol) implantation for unilateral or bilateral congenital or infantile cataract in children younger than 2 years of age. A total of 162 eyes of 105 children (n=57 bilateral cataract (114 eyes) and n=48 unilateral cataract) underwent primary intraocular lens implantation. The iol models implanted at primary surgery were amo sensar (n=2 bilateral and n=0 unilateral; abbott medical optics), tecnis (n=2 bilateral and n=0 unilateral; amo); acrysof ma60 (n=52 bilateral and n=20 unilateral; novartis), acrysof ma30 (n=26 bilateral and n=6 unilateral), acrysof sn60iq (n=15 bilateral and n=12 unilateral), acrysof sa60 (n=15 bilateral and n=9 unilateral); hoya af (n=1 unilateral; chino hills, ca); and rayner c-flex (rayner). Of the 114 eyes with bilateral cataract, vao occurred in 47 eyes (n=13 pupillary fibrinous membrane, n=33 proliferative, and n=3 anterior capsular phimosis). For the 13 eyes that had not undergone primary capsulotomy and anterior vitrectomy (excluded from the study), 9 children with bilateral cataract needed surgical intervention for vao. A postoperative fibrinous response was noted postoperatively in 22 eyes of children with bilateral cataract. Eleven (11) eyes had resolution of the inflammation using additional topical steroids alone and 2 eyes required intraocular tissue plasminogen injection. A total of 7 eyes underwent =2 surgical corrections for vao. It is not clear if these complications occurred in the eyes implanted with sensar, tecnis or the other products. This report is for the reported adverse events occurred with the sensar intraocular lens. A separate report is being submitted for the tecnis intraocular lens.